Event description:
The unit powers on, no alarm tone when weight is taken off the sensor pad. No patient injury reported.

Manufacturer narrative:
Event problem: alarm, failure to, labeled. Evaluation: results: evaluation of the returned product shows the unit sensor port does not work. The fail-safe and magnet are okay. The hold button is missing and the rj 11 pin is bent.